Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable unit could not be identified. The event can be detected/prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: d9, d4 (inadvertently not included on the previous medwatch). H6 (corrected investigation conclusion). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally scope communication error e322 (no image) was observed. Technical evaluation was performed and tested with a new cable unit. The evaluation determined that the cable unit had been faulty due (internal damage). The rear cover was worn out and the coupler stopper was frayed. Due to a failure of the switch flexible printed circuit unit, the switches of the scope/camera head would not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the image on the 4k camera head was not able to be seen correctly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.